Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. The field service engineer discovered that main drawer 5 had failed, but it did not appear in the recover storage space. An fse manually triggered the sewer to induce a failure, after which it became visible in the recover storage space. The retractor band was examined, revealing some physical damage, which was subsequently replaced. The drawer is now functioning excellently. The customer logged in to verify that everything was operating correctly. Preventive maintenance was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5 had failed. The customer stated that they had to access the medications from another station that caused a delay in patient care. There were no adverse events or injuries reported due to this event.